Event description:
The customer reported that the alarm sounds continuously when weight is applied to the sensor. The batteries have been replaced with a new supply all of the same type. The customer reported that the alarm has been tested with a new sensor free of any folds or creases and the results remain the same. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the red battery ribbon and the flat battery contacts have white residue on them from battery leakage. The aqualert water indicator label shows moisture exposure. The alarm powers on and sounds when it should be using a test sensor. The alarm did not sound continuously when it shouldn't. (B)(4).